Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle broke off during the injection and insulin "squirted" out of the side. Additionally, another pen needle was "so short" it did not penetrate deep enough into the consumer's skin, causing insulin to leak outside it. The following information was provided by the initial reporter: "the needles are very weak and when injecting in certain areas of her skin, the needles bend flat and become broken causing the insulin to squirt out of the side of the needle. Often, when she is able to insert the needle in to her thicker areas of her skin, the needle is so short that it does not penetrate deep enough in to the skin to allow the insulin to be absorbed and it ends up squirting outside of the skin which causes confusion on how much insulin she has actually injected and will be used within her body. She is wasting insulin and causing her inability to manage her blood sugar levels successfully"